Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple pump alarms occurred during basal delivery using multiple cartridges. Customer's blood glucose was within normal limits (value not provided). Customer reverted to using an alternate method of insulin therapy.